Event description:
Reporter indicated that programming history shows high lead impedance on a system diagnostic test. Attempts for additional information have been unsuccessful to date.

Event description:
Product information was received on (B)(6) 2012. Additional follow up was performed and it appears that the patient may have had a revision in 2005, the exact date is unknown. No additional information will be made available as the patient's current physicians do not have access to the records from that time.

Event description:
Manufacturer review of the patient¿s vns programming history noted that high lead impedance occurred and resolved on (B)(6) 2005, indicating this was likely the day of the patient¿s lead and generator replacement surgery. It was previously known that the patient had vns lead and generator revision surgery in 2005, but the exact date was unknown. Review if the vns programming history revealed the surgery date was likely (B)(6) 2005.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Device explant date, corrected data: manufacturer review of vns programming history identified the lead was most likely explanted on (B)(6) 2005.